Event description:
It was reported to boston scientific corporation that a dual-flex sensor urological guidewire was used during a cystoscopy, ureteroscopy, laser, stent procedure.according to the complainant, the guidewire broke inside the ureteroscope. The blue outer sheath came off the end of the guidewire. Follow up with the complainant revealed the procedure was completed with this device, the guidewire fragment came off when the guidewire was fed through the scope. When the scope was taken out of patient, it was noticed that the distal end of sensor guidewire had broken and fell onto the table. There were no patient complications and the patient's condition was reported as stable, post procedure.

Event description:
It was reported to boston scientific corporation that a dual-flex sensor urological guidewire was used during a cystoscopy, ureteroscopy, laser, stent procedure. According to the complainant, the guidewire broke inside the ureteroscope. The blue outer sheath came off the end of the guidewire. Follow up with the complainant revealed the procedure was completed with this device, the guidewire fragment came off when the guidewire was fed through the scope. When the scope was taken out of patient, it was noticed that the distal end of sensor guidewire had broken and fell onto the table. There were no patient complications and the patient's condition was reported as stable, post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a dual-flex sensor urological guidewire was used during a cystoscopy, ureteroscopy, laser, stent procedure. According to the complainant, the guidewire broke inside the ureteroscope. The blue outer sheath came off the end of the guidewire. Follow up with the complainant revealed the procedure was completed with this device, the guidewire fragment came off when the guidewire was fed through the scope. When the scope was taken out of patient, it was noticed that the distal end of sensor guidewire had broken and fell onto the table. There were no patient complications and the patient's condition was reported as stable, post procedure.

Manufacturer narrative:
Although expected, the device has not been received for analysis.

Manufacturer narrative:
A digital micrometer, steel calibrated ruler and a microscope were used for dimensional analyses. The suspect device, a sensor urological guidewire was returned and visually inspected. The device was received in two segments (urethane tip and guidewire). The condition of the distal tip section suggests that the tip section was constrained during clinical attempt. The core wire exhibited evidence of being separated and/or disengaged from the urethane tubing. Upon closer examination, core wire did not fracture and exhibited evidence of adhesive along several sections suggesting that the urethane tip was properly bonded. The urethane tip presents an overall length of 11.5 cm (specification 12.0 ± 2.0). The core wire presents an overall length of 150 cm (specification 150 cm ± 2.0). Thereby, both components were conforming to their required dimensional specifications. The polytetrafluoroethylene (ptfe) coating at the proximal section appeared normal and consistent with a clinically-used device. The outside diameter (o.d.) Of ptfe-coated-coil was measured with an o.d of 0.035" (maximum coated specification: 0.035"). No dimensionally anomalies were observed. A device history record (DHR) review was performed which contains the production history of a finished device and found no anomalies that are related to the failure.